Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis and no anomalies found.

Event description:
It was reported that the lead could not be positioned during an implant attempt. The lead was not used. No patient complications have been reported as a result of this event.